Event description:
Clinical study. Same case as MFR # 6000089-2007-00431, 00432. It was reported that 253 days after a coronary drug eluting stenting treatment procedure, the patient had a myocardial infarction (mi) and required target vessel reintervention (tvr). Lesion 1 in the index procedure was a 2.5x12mm, 100% stenosed lesion in the proximal left circumflex (prox lcx), which was treated with predilation and placement of a taxus express2 2.5x16mm drug eluting stent. Lesion 2 was a 3.0x8mm, 90% stenosed lesion in the proximal left anterior descending artery (prox lad), which was treated with predilation and placement of a taxus express2 3.0x8mm drug eluting stent. Lesion 3 was a 3.0x28mm, 90% stenosed lesion in the mid left anterior descending artery (mid lad), which was treated with predilation and placement of a taxus express2 3.0x28mm drug eluting stent. The residual stenosis in all three lesions was 0%. 253 days after the index procedure, the patient was admitted to the hospital due to non specific chest pain, dyspnea, and acute mi. The troponin level was above normal limit. The patient underwent coronary catheterization on the day of admission. Coronary artery bypass graft (CABG) surgery was performed to the lcx and lad 2 days later. The patient also underwent thrombectomy due to thrombus found in the right iliac artery. The mi was resolved ant the patient was discharge in good condition 5 days post-CABG. The suspected cause of this event was that the patient stopped taking prescribed clopidogrel one month ago. It was noted the relationship of this event to the taxus stent was "possibly."

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.